Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional tests were performed. The top and bottom cases were in excellent condition; cracked left plunger case, cracked ear clip; and no visible contamination. Event history log (ehl) showed force sensor test error. Calibration verification test was performed and the reported problem was duplicated; cracked left plunger case caused force to be out of calibration. The root cause of the issue was a result of the customer's physical damage to the device. Actions were taken to mitigate the reported issues: replaced left plunger case; performed calibration and all the functional tests passed.

Event description:
It was reported that a pump exhibited force sensor error. No patient injury was reported.